Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the endoscope controller (ec) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not be reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. The ec was installed with a pca test system to program unit software. The system power cycled 10 times without an error, then launched in normal mode. An image quality was clear and free of noise with correct coloration and the light engine was replaced along with the endoscopic controller power distribution (ecpd). Ec will be upgraded from -13 to -20. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed PMA error 48204 related to the reported complaint. No image or video was available for review. An event verification confirmed the radical salvage prostatectomy procedure was performed on the reported event date (B)(6)2022 on system sk1082. This complaint is reportable malfunction event due to the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy ¿ radical salvage surgical procedure, the system displayed a preventive maintenance advisory (PMA) error 48204 when the endoscope was connected. The video turned greenish. The site reseated the endoscope and the image returned to normal. An isi technical support engineer (tse) reviewed the system logs and confirmed a single occurrence of the error with p2=3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.